Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and stated the alarm occurred after the customer has been working in the rain. Customer's blood glucose was 375 mg/dl. Customer treated his high blood glucose level with an insulin injection. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that insulin pump would need to be replaced. Customer agreed to return the device for analysis.